Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received from the field representative indicated that blood cultures came back (B)(6). The product was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.